Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported that customer has been having high and low blood glucose levels. Customer's blood glucose was 325 mg/dl at night and customer treated themselves with some extra insulin. However, in the middle of the night the customer went really low down to 49 mg/dl. Customer was advised to follow their diabetic trainer's instructions for high and low blood glucose and to mention this incident to them.